Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) state that potential device or procedure related adverse events include endoleak.

Event description:
On (B)(6) 2020, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. At the post 1 week follow-up CT angiography, proximal type I endoleak was detected. On (B)(6) 2020, this patient underwent an additional endovascular repair. As a treatment, 2 cuffs were implanted in proxiaml side, and the inside of the aneurysm was embolized with nbca. The patient tolerated the procedure. The physician mentioned that the device seemed unstable on the inner curve of the proximal neck. It is reported that device migration to distal side was suspected.